Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson¿s dual and movement disorders.. It was reported that the patient synced with their patient programmer and it showed stimulation off. Patient says that in the morning, he was trying to lower the amplitude "by 0.1 on both the left and right side". He said that he accidentally moved from program b to program a. Patient says that they were really scared because it gave him a much higher amperage than it had on program b and they couldn't use their left hand for 5 seconds so they turned the stimulation off. They were coached on moving back to program b and then they turned stimulation back on and said that it still shows that his stimulation shows off, as he turned it off previously. When he turned stimulation back on, he said "whoa whoa whoa, can I turn this off"? He turned it off and said when it was on just now he felt really weird. The patient couldn't lower stimulation on because it wouldn't allow him too. Symptoms reported were uncomfortable stimulation and he was unable to use his left hand for 5 seconds. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the healthcare provider indicating that the cause of the stimulation was not known. No acti ons/interventions were taken but the stimulation output issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.